Event description:
Customer reported that when she primes her insulin pump the buttons get stuck and the numbers kept scrolling. Customer stated that the scroll down key was getting stuck. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.